Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat the gastric varices using pod packing coils (podjs). It was noted that the patient had mild to moderate tortuousity over a short segment. During the procedure, the physician successfully deployed and detached an initial ruby coil into the target vein using a non-penumbra microcatheter. While attempting to advance a new podj through the microcatheter, the physician experienced resistance. As the podj advanced out of the distal end of the microcatheter, the resistance became stronger. The physician then retracted and resheathed the podj. Next, the microcatheter was flushed with saline and another attempt was made to advance the podj through the microcatheter. However, resistance was met before the tip of the podj reached the distal end of the microcatheter. Subsequently, the podj and the microcatheter were removed. The physician then inserted a new non-penumbra microcatheter into the patient and attempted to advance the same podj through it but still encountered resistance. Therefore, the podj was removed and the procedure was completed using a new ruby coil and the second microcatheter without any issues. There was no report of an adverse effect to the patient.